Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not recognize that a (B)(6) male was connected. During a cardiac arrest call. The customer advised that the device did not display a paddles ECG while using quick-combo electrodes. The customer advised that they connected ECG pads and regained patient rhythm for the remainder of the event. The patient did not survive the event. The customer, a healthcare professional, advised there was no adverse effect to the patient as a result of the reported event. The patient outcome occurred after being transferred to another facility.